Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the patient fell on the pump an the display screen is now shattered and unreadable. The patient was reportedly on an alternate method of insulin delivery with blood glucose in the 200-400 mg/dl range without significant symptoms suggestive of hyperglycemia. This reported event does not meet animas¿ criteria of a reportable adverse event. This complaint is being reported because the shattered display issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: on examination, the pump had a damaged, cracked display screen. On testing, the pump powered on normally with audible and vibratory function. The display screen remained blank; the verify screen was not displayed. A new test screen was attached to the pump, became fully illuminated and displayed the verify screen. Review of the alarm history revealed only typical usage alarms and the total daily dose amounts added up correctly reflecting the user's settings. The pump was exercised for 29 hours and was found to be delivering insulin as intended and operating within required specifications. No alarms occurred during testing. Unrelated to the complaint, the battery compartment was noted to be cracked near the case seal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.